Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podjs). During the procedure, while attempting to advance a podj through an unknown manufacturer's microcatheter, the physician encountered resistance and was unable to advance the coil through the microcatheter and into the patient. Therefore, the podj was removed and the procedure was completed using a new podj. There was no report of an adverse effect to the patient.